Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation before reaching to nominal pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.